Manufacturer narrative:
Concomitant: 710 accessory implanted: (B)(6) 1994; 710 accessory implanted: (B)(6) 1993.

Event description:
It was reported that the patient presented at the emergency room due to feeling heart racing and palpitations. Upon interrogation, it was noted that the patient's right ventricular (rv) lead caused inappropriate shocks, there was elevated short v-v episodes, three non-sustained ventricular tachycardia, and a sensing issue. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.